Event description:
Falsely depressed calcium results were obtained on two patient samples. The results were not reported to the physician. After discordance was recognized within the lab, the samples were re-run and higher results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed calcium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium results was malfunction of the sample 2 probe/mixer. The siemens healthcare diagnostics field service engineer (fse) dispatched to the account performed repair procedures replacing the sample probe, mixer and drain and performed alignments. The instrument is performing within specifications. No further evaluation of the device is required.